Event description:
Removal of endosseous dental implant. Implant was placed on 1-9-97 in site #7 (class iii bone) during a highly complex procedure in which a bone augmentation was done (patient has a cleft lip) using autogenous bone and a resorbable membrane. The clinician reports that the "alveolar bone graft had good width but the height was inadequate and the implant apex was very close to the nasal mucosa." The implant was removed on 2-14-97.